Event description:
The customer reported a problem with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempting a pump reset, the issue persisted, and the customer had no backup insulin therapy available but planned to contact their healthcare provider. Technical support provided instructions for resetting the pump and arranged for the return of the defective pump using a pre-paid label within ten days, with the customer acknowledging the required steps.